Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Ts (technical support) explained that cannot help with a conclusion and explain that the c-grams both presented as normal with no evident anomalities. The most probable cause of the reported event was undetermined although it might be a possible bc (barcode) mix..

Event description:
On (B)(6) 2017 the customer reported a discrepant patient result with their hlc-723g8 analyzer. Customer has a few other possible differences in other tests run for this bc patient sample and seems to think that a bc (barcode) label may have been incorrectly placed. There was no indication of patient intervention or adverse health consequences.